Manufacturer narrative:
Product analysis: the complaint was confirmed. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, and stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display exhibited a failure during use. It was noted that a different programmer was used to complete the session. The device was returned for service. No patient complications have been reported as a result of this event.